Event description:
The customer reported that the central monitoring system (cns) went into comm loss while monitoring gz transmitter devices (gz-130pa). No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of complaint: the customer reported that gz telemetry system was down - experiencing communication loss as displayed on the cns. The loss of communication between the bedside and the cns affects live data, ECG and alarm functionality. This may result in overlooking patient's condition. The cns device is designed so that when there is a communication breakdown, a message on the screen notifies the user of the issue: "communication loss." No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The customer explained that the reported issue was caused by construction at the site, causing artifact and signal drop out. The issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. Additional device information: d10 concomitant medical device: the following devices were being used in conjunction with the cns and were not known to have failed: gz transmitters: model #: gz-130pa. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central monitoring system (cns) went into comm loss while monitoring gz transmitter devices (gz-130pa). No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: email address and phone number. The following devices were being used in conjunction with the cns and were not known to have failed: gz-130pa devices.

Event description:
The customer reported that the central monitoring system (cns) went into comm loss while monitoring gz transmitter devices (gz-130pa). No consequence or impact to the patients were reported.